Event description:
Reporter indicated that vns pt went into status epilepticus 2 days after device output current was increased to 0.50ma. The pt was air-lifted to hosp where status event was confirmed via eeg. Treating physicians do not believe that the event is related to the vns system or therapy as the pt has history of uncontrollable seizures and is on multiple medications. The pt was stabilized after brief hosp admission with no change in medications with exception of taper of topamax. The pt's condition is currently stable and device output current has been increased to 0.75ma.